Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented in clinic after receiving vibratory patient notification alert, high right ventricular lead impedance was observed. Patient was scheduled for a procedure. During procedure, lead was tested with another new device and no anomalies were noted. It was determined that the impedance issue was due to device malfunction. However, high impedance was noted when the lead was connected to second new device. Both, chronic device and right ventricular lead were explanted and replaced. Patient was stable.

Manufacturer narrative:
Analysis was normal. No anomalies were found.